Event description:
It was reported that the system locks up during boot and will not complete the boot sequence. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.